Event description:
It was reported that a pt had an infection. The reporter stated that the pump was going to be explanted but the catheter would be left implanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).